Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension, and a limb stent on (B)(6) 2014. A follow up showed the patient had a type 3b endoleak. The physician elected to implant a non-endologix device to seal the leak. The patient is stable.